Event description:
This is the fifth of 5 dialyzer reaction events reported simultaneously by the treatment center. Ten minutes into the dialysis treatment, the pt complained of lower back pain, severe neck pain & feeling very bad. The blood flow rate was lowered from 350 ml/minute to 100 ml/minute & ultra-filtration was turned-off. 100 cc of normal saline was given without relief. The pt was recirculated. An additional 300 cc of normal saline was given & the pt was reconnected to the same dialyzer. Symptoms returned with less severity & pt was again removed from the dialyzer. Treatment was interrupted, the dialyzer changed-out, & then, treatment continued with a different type dialyzer without further incident. The other 4 events are reported in medwatch numbers 9681834-1998-00051, 00052, 00056, 00057.